Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage at the biopsy channel. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up with the customer found that the user facility had reprocessed the device prior to sending the device to olympus for evaluation. The device evaluation found the air water and suction cylinder and had no color; forceps channel port has a scratch; due to damage on channel tube, water tightness is lost; due to wear of angle wire, bending angle in down direction it did not meet the standard value; light guide lens had a chip and crack; bending tube was deformed; connecting tube was scratched; universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus asset device, flex video scope, was returned with no complaint reported by the end user. During inspection and testing, it was observed that there was foreign material in the jet auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.